Event description:
Allegedly revised due to mom complications. Right hip.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This is the same event as 1043534-2012-01094, 01096, 01097.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned.evidence that product in specification when used.(B)(4).